Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
For the past two years, the user has complained of discharge from the ear canal, sometimes accompanied by blood and pain around the implant. The user has undergone treatment, but there has been no improvement. The device was explanted.